Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death or whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient death could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for vad-62841 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28jul2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.